Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device tip was fractured while impacting trials. Another device was used to complete the surgery. No adverse event were reported as a result of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned instrument and confirmed the instrument had fractured. Multiple scratches, nicks, and gauges and general wear were seen on the returned product indicative of use. Also noted degradation of the poly consistent with wear. The fractured poly surface was sent to sem for fracture analysis. It was noted that the fracture surface artifacts are consistent with low-cycle fatigue (striations) followed by an overload fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.